Event description:
Pt implanted with coloplast t-sling. Later on pt experienced mesh erosion 4 times and severe pelvic pain and vaginal pain and another surgery to remove the device. In 2012 excision of mesh, 2013 repair mesh two times, mesh erosion and 2013 to remove mesh.